Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock, which led to an accelerated rhythm of supra-ventricle tachycardia, causing six addition shocks. A technical service (ts) consultant confirmed that the device appropriately delivered therapy based on device programming and patient condition. Ts recommended treated options, such as medications or doing a ablation procedure. The device remains implanted. No additional adverse patient effects were reported.